Event description:
It was reported in a journal article, the purpose of this study was to investigate the need for a subsequent transvenous (tv) device in patients implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and its predictors. Clinicians offering s-ICD recipients the possibility of switching to tv devices. A total of 1509 patients were enrolled. A little over 26 months, 155 and 144 patients experienced appropriate and inappropriate device therapies. The article discussed that 41 patients required tv devices, 10 patients received inappropriate shocks that could not be resolved with device programming and 4 patients experienced infection/device dislocation. The article discussed that 21 patients received interventions to solve inappropriate shock due to oversensing supraventricular arrhythmias, 12 of which were s-ICD extractions and possibly conversion to a tv device. In a different study, however, this rate was lower, with only 4 patients switching to a tv-ICD during follow-up because of sensing issues, (3) t-wave oversensing and (1) low-voltage qrs. The absence of pacing capabilities severely reduces the appeal of the s-ICD for patients at high risk for developing future conduction disorders or with anti-tachycardia pacing (atp) requirements. Although, a tv-ICD can be easily upgraded to a cardiac resynchronization therapy (crt) device in heart failure (hf) patients, the addition of a transvenous (tv) device is instead required in s-ICD recipients. In conclusion, s-ICD recipients, had a low overall rate 2.7 percent; 1.1 percent per patient-year of conversion to a tv device was observed at follow-up. No additional adverse patient effects were reported. The model/serial numbers for the involved s-icds were not provided.

Event description:
It was reported in a journal article, the purpose of this study was to investigate the need for a subsequent transvenous (tv) device in patients implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and its predictors. Clinicians offering s-ICD recipients the possibility of switching to tv devices. A total of 1509 patients were enrolled. A little over 26 months, 155 and 144 patients experienced appropriate and inappropriate device therapies. The article discussed that 41 patients required tv devices, 10 patients received inappropriate shocks that could not be resolved with device programming and 4 patients experienced infection/device dislocation. The article discussed that 21 patients received interventions to solve inappropriate shock due to oversensing supraventricular arrhythmias, 12 of which were s-ICD extractions and possibly conversion to a tv device. In a different study, however, this rate was lower, with only 4 patients switching to a tv-ICD during follow-up because of sensing issues, (3) t-wave oversensing and (1) low-voltage qrs. The absence of pacing capabilities severely reduces the appeal of the s-ICD for patients at high risk for developing future conduction disorders or with anti-tachycardia pacing (atp) requirements. Although, a tv-ICD can be easily upgraded to a cardiac resynchronization therapy (crt) device in heart failure (hf) patients, the addition of a transvenous (tv) device is instead required in s-ICD recipients. In conclusion, s-ICD recipients, had a low overall rate 2.7 percent; 1.1 percent per patient-year of conversion to a tv device was observed at follow-up. No additional adverse patient effects were reported. The model/serial numbers for the involved s-icds were not provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported in a journal article, the purpose of this study was to investigate the need for a subsequent transvenous (tv) device in patients implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and its predictors. Clinicians offering s-ICD recipients the possibility of switching to tv devices. A total of 1509 patients were enrolled. A little over 26 months, 155 and 144 patients experienced appropriate and inappropriate device therapies. The article discussed that 41 patients required tv devices, 10 patients received inappropriate shocks that could not be resolved with device programming and 4 patients experienced infection/device dislocation. The article discussed that 21 patients received interventions to solve inappropriate shock due to oversensing supraventricular arrhythmias, 12 of which were s-ICD extractions and possibly conversion to a tv device. In a different study, however, this rate was lower, with only 4 patients switching to a tv-ICD during follow-up because of sensing issues, (3) t-wave oversensing and (1) low-voltage qrs. The absence of pacing capabilities severely reduces the appeal of the s-ICD for patients at high risk for developing future conduction disorders or with anti-tachycardia pacing (atp) requirements. Although, a tv-ICD can be easily upgraded to a cardiac resynchronization therapy (crt) device in heart failure (hf) patients, the addition of a transvenous (tv) device is instead required in s-ICD recipients. In conclusion, s-ICD recipients, had a low overall rate 2.7 percent; 1.1 percent per patient-year of conversion to a tv device was observed at follow-up. No additional adverse patient effects were reported. The model/serial numbers for the involved s-icds were not provided.

Manufacturer narrative:
Correction to bsc aware date to 26may2023.